Event description:
It was reported that stimulation was intermittent. The pt also experienced a loss of therapeutic effect. The symptoms occurred following trauma where the pt was attacked and was hit in the back of the head and the back several times. The pt's status was reported to be fair at the time of the report. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).